Event description:
It was reported that the pump battery was depleting quickly leading to the pump shutting off. The customer's blood glucose level displayed "high" specific value not provided. The bg was addressed with a manual insulin injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.